Event description:
On (B)(6) 2013, the lay user/patient¿s grandfather, contacted animas to report that the patient¿s meter displayed a message of ¿high blood glucose¿ and then went ¿blank¿. The animas representative explained to the reporter that the meter generally displays that message if it detects a blood glucose greater than ¿600 mg/dl¿. The reporter denied that the patient developed/exhibited any symptoms with the high blood glucose message. The patient¿s grandfather mentioned that the patient had been off the pump for an hour; however, no further details were obtained at the time of the initial call. The reporter ended the call to contact the patient¿s parents regarding treatment in response to high message. Animas customer support made several attempts to reach the reporter to obtain additional information and review pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.